Event description:
It was reported that during a routine device change it was found that the impedance on the high voltage portions of the right ventricular (rv) lead had decreased and were low. It was also noted that the short interval counts (sic) had incremented, and the r waves had decreased over the past several days to low levels. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).